Event description:
Inserted iabp catheter. Alarm on machine "catheter kink"; changed the helium tubing. "Catheter kink" alarms sounded again; disconnected iabp balloon from helium tubing. The valve came out of the hub of the sheath. Bleeding occurred from the sheath. A guide wire was inserted and iabp catheter was exchanged for another one.

Event description:
Add'l info rec'd from MFR 11/9/00: the sample device was not returned to MFR for evaluation, and is being held by the hosp's risk dept. Without the device in question, MFR is unable to examine and evaluate it to determine the source of the material that the customer saw on the catheter.